Event description:
Four months after treatment with zyplast collagen the pt was observed to have "induration with ulcus-like secretion" at some of the treatment sites. Positive skin test with livid discolouration also noted. Diagnosis: nodules with secretion nasolabials antiseptic dressing prescribed. Follow up findings with the physician: "occurrence of abscesses after adverse event has resolved". Physician incised abscess, prescribed oral antibiotic zinnat tablets (cefuroxim), improvement confirmed.